Event description:
It was reported that biomed was trying to fill the arctic sun device. It would not take water. Patient had pads attached. Removed pads and tried again but water still not filling. Mss confirmed that there was a full bottle of cleaning solution added to this liter of sterile water. Biomed tried a liter of sterile water without cleaning solution, and it started to take it but seemed to stall in the tube. Per follow-up information received via phone on 22nov2022, biomed stated that the device started filling after fill tube was replaced. After that they continued preventive maintenance and found the device was not cooling, it was determined to be a failed mixing pump. Biomed replaced the mixing pump and everything appeared to be working fine at this time. No patient involvement

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty mixing pump. It was determined to be a failed mixing pump. Biomed replaced mixing pump and everything appeared to be working fine at this time. No patient involvement. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed was trying to fill the arctic sun device. It would not take water. Patient had pads attached. Removed pads and tried again but water still not filling. Mss confirmed that there was a full bottle of cleaning solution added to this liter of sterile water. Biomed tried a liter of sterile water without cleaning solution and it started to take it but seemed to stall in the tube. As per follow up information received via phone on 22nov2022, biomed stated that the device started filling after fill tube was replaced. After that they continued preventive maintenance and found the device was not cooling, it was determined to be a failed mixing pump. Biomed replaced mixing pump and everything appeared to be working fine at this time. No patient involvement.